Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. Lot number was not provided; therefore review of the manufacturing records could not be completed. However, no actual device malfunction is noted in the report. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Vascular complications, specifically pulmonary artery perforations, are listed as a potential complication in the product instructions for use (IFU). In the complaint report, it was stated that the catheter was advanced from a femoral vein and the ivc perforation occurred during advancement with a j-wire. No description of the patient¿s anatomy was provided; therefore, it cannot be determined if significant tortuosity or tissue fragility was present. Advancement of vascular wires is typically done with fluoroscopic guidance, which may help prevent injury. As no device malfunction was identified, no corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Customer reported that a patient was undergoing a transcatheter valve replacement. During the insertion of the swan and j-wire via the left groin, the swan caused a perforation of the ivc. This caused the pressure to drop and hemodynamic support was needed. The surgery was then aborted. An angiogram was performed and the perforation was noted. A stent was then delivered and deployed. The patient was then transferred to the ccu in stable condition. Currently patient is in stable condition and doing well.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Due to an unknown model number the 510k could not be verified.